Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from its membrane. The leak was on the side of the cassette facing the inside of the homechoice device. This event occurred while priming. The patient was not connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.